Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. The insulin pump was received with normal operating currents. The device was monitored and no unexpected battery out limit alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, broken belt clip slot and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they received a button error alarm and were unable to clear it. Customer's blood glucose reading was 180 mg/dl. Troubleshooting for keypad anomaly was performed. Customer received battery out limit alarm because they had removed the battery overnight and never placed it back in. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.